Event description:
It was reported that during a nissen fundoplication procedure the suture assistant did not form knot, and the device was hard to remove. Case completed using needle driver. Also it was reported that a needle was lost in the patient, the needle was visualized on x-ray examination. The needle was unable to be retrieved. Extended o.r. Time of 1 hour and 30 minutes. There was no additional consequence to the patient.